Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 5 weeks post implant, during inspection, the patient had pus in the wound. The patient was treated with antibiotics.

Manufacturer narrative:
Additional information: customer further advised that it was noted in the patient's notes that allograft tissue or synthetic was not explanted and 5 weeks after the surgery patient had indwelling fixation pins buried under the skin that began to extrude with drainage, although, patient need not be readmitted. Patient had no ongoing infection prior to surgery and no positive pre-implant cultures. When the infection was detected on (B)(6) 2021, culture was taken on (B)(6) 2021, then patient treated with bactrim(antibiotics). With hardware out and antibiotics, the infection has seemingly cleared. Implanted allograft nerve remains in site with no indications of a problem. Investigation findings: the png130 neuragen nerve guide was not returned for evaluation but retained samples were inspected: device history record (DHR) review - DHR of finished good lot 484218 was reviewed and no anomaly was found related to the manufacturing process that could cause or be related to the reported condition. Failure analysis - visual inspection of five retained samples was performed: dispenser was in good condition. No defect was observed on any the trays¿ appearance, sealing area, device¿s appearance, and no foreign material was observed inside the package. Since the complaint could not be verified, the complaint is considered unconfirmed. Root cause - since the sample could not be returned for evaluation and based on the information provided by the customer, documentation review of the reported lot, and retain samples evaluation results, a root cause determination is not possible. Additionally, the IFU addresses possible complications that can occur with any nerve repair surgical procedure including pain, infection, decreased or increased nerve sensitivity, and complications associated with use of anesthesia.¿

Event description:
N/a.